Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly with three prostyle devices, the formed suture loop came out of the anatomy upon device removal. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.